Event description:
I feel obligated to share my experience with byte aligners in hopes that it prevents someone else from going through the nightmare I've been dealing with. Byte has caused serious, possibly irreversible damage to my teeth and overall oral health. After trusting them to straighten my smile, I was left with my teeth moved sideways, loosened (including mobility in my front tooth, which I never had before), and severe misalignment that has led multiple dentists to tell me I may now need a dental implant--all because of these aligners. I am no longer a candidate for aligners due to the damage they've caused. I've reached out to byte multiple times and their response has been completely inadequate. They've offered only a refund for the aligners and a single $(B)(6) dentist bill, despite the extensive and costly repairs I now face. I continue to receive automated check-in reminders from them, which is insulting considering the trauma they've caused. What's worse is that they are currently under a class action lawsuit for this exact issue--and they've admitted in notices that their aligners are harming people. Yet they continue to market and sign-up new patients as if nothing is wrong. This experience has left me feeling ignored, dehumanized, and heartbroken about my smile--something I used to be confident in. The emotional toll is just as real as the physical one. I am in the process of seeking legal action, but in the meantime, I want my story to be heard. I am experiencing pain every day and do not have the means to keep seeing dentist at my expense when it's something that they should be covering. They completely mislead you when you sign up for it and right after you do the sale they stop helping you. I can't even tell you the number of times that I tried to reach out to them.